Event description:
The depuy 7.9 mitek screw broke off on insertion by the surgeon. The partial screw was retained in the patient, holding the graft in place. A spiked arthrex staple was added to secure the graft as the surgeon believed that significant fixation had been achieved. There was no patient injury.